Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review fro the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-07176, 2134265-2009-01774, 2134265-2009-07183, 2134265-2009-07175, 2134265-2009-07186. It was reported that post a coronary drug-eluting stenting treatment procedure, the patient expired. The target lesion was located in the extremely calcified right coronary artery (rca). Access was obtained through the femoral artery. A 2.25x32mm taxus liberte atom stent delivery system (sds) was advanced but could not reach the distal rca. The sds was exchanged for a 2.0x30mm apex balloon which was inflated to 20 atms / 50 sec in the mrca. A 2.0x12mm apex balloon then used to further dilate the lesion. It was inflated to 20 atms / 40 sec, 22 atms / 22 sec and 24 atms / 40 sec. Next, the 2.25x32mm taxus liberte sds was reinserted but it still did not cross the distal rca. The stent was deployed in the mrca at 24 atms / 10 sec. Next, a 2.25x16mm taxus liberte atom sds was advanced but could not cross the lesion. A 2.5x20mm apex balloon was advanced to the mrca and inflated to 20 atms / 25 sec, 20 atms / 10 sec, 20 atms / 12 sec. The 2.25x16 still could not cross the lesion so the physician exchanged guide catheters and guidewires. The sds reached the lesion and the stent was deployed in the distal rca at 25 atms / 30 sec. Before deploying a third stent, a 3.0x15mm apex balloon was used to post dilate the stent in the mrca at the following inflations - 15 atms / 30 sec, 16 atms / 16 sec, 20 atms / 20 sec, 18 atms / 18 sec, 16 atms / 10 sec. An attempt was made to advance a 3.0x16mm liberte atom sds beyond the previously implanted stents, but it was unsuccessful. When the sds was removed, the two previously implanted stents became intertwined and they were explanted. To complete the procedure, the physician placed three new stents. A 2.25x12mm taxus liberte was deployed in the mrca at 22 atms / 22 sec. A 2.75x38mm taxus liberte was deployed at 20 atms / 40 sec. Lastly, a 2.5x12mm taxus liberte 22 atms / 20 sec in the proximal rca. No additional patient complications were reported. The patient was stable after the procedure, however, 24 hours later, they expired. The physician does not feel the stenting procedure contributed to the death.